Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported decrease in flow; however, a specific cause for this finding could not be determined though this evaluation. The submitted controller event log file contained events from 11aug2024 through 14aug2024. Low flow fault flags were captured intermittently throughout the file. None of these faults lasted long enough to result in low flow hazard alarm. Of note, the file contained a large number of pi events. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Outside of the discomfort at the time of the shock, the patient denied any current symptoms in the emergency department (ed). The patients mexiletine was increased to 200 mg 3 times daily. The arrhythmia did not result in clinical compromise. It was identified as being non sustained ventricular tachycardia (vt). It was noted that the patient had a history of vt. The arrythmia was thought to be therapy related and it reportedly resolved. The cause of the low flows was not identified. However, they did resolve, and it was thought that they were likely positional. The patient experienced no symptoms at the time of the low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency department for an implantable cardioverter-defibrillator (ICD) shock. The ICD was implanted prior to the heartmate 3 pump. Log file review revealed momentary low flow events in the early morning of 13aug2024. These events were brief and did not generate an alarm.